Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard green 18ga a the catheter split before use. The following information was provided by the initial reporter: leadership here has been made aware of a trend with 20g bd insyte autoguard bc winged IV catheters. The team reports splits/tears in the catheters.

Event description:
It was reported while using bd insyte autoguard green 18ga the catheter prematurely retracted. The following information was provided by the initial reporter: "needle retraction failure".

Manufacturer narrative:
Correction: the following fields have been updated with corrected information. It was reported while using bd insyte autoguard green 18ga the catheter prematurely retracted. The following information was provided by the initial reporter: "needle retraction failure". After further review, this was found to be a non-reportable event. This type of event renders the device unusable, requiring replacement but would not lead to any degree of harm/serious injury. Therefore, this MDR will be cancelled.